Event description:
Post a coronary drug eluting stenting treatment procedure. An in-stent restenosis occurred. The patient presented with unstable angina. Access was obtained through the left femoral artery. Lesion were identified inkthe left anterior descending (lad0 artery, 1st obtuse marginal (om) and an ostial lesion in the right coronary artery (rca). The lesion in the lad was predilated and treated with a 2.5x16mm taxus stent. The om lesion was predilated and treated with a 2.5x12mm stent. The lesion in the ostial rca was predilated with a 2.5x15mm quantum balloon inflated to 7 atm's for 15 seconds. A taxus express2 2.5x12mm drug eluting stent was advanced and positioned in the rca. The stent balloon was inflated to 14 atm's for 14 seconds and reinflated to 16 atm's for 10 seconds. The stent was then post dilated with a 2.5x15mm quantum maverick balloon inflated twice to 16 atm's for 10 seconds and again with a 3.0x15mm quantum maverick inflated twice to 30 & 14 atm's for 12 & 14 seconds. A perclose closure device was used. The patient received aggrastat, heparin, ic ntg during the procedure. About 4 months later the patient presented with unstable angina and shortness of breath. The patient was still on plavix from previous procedure. The patient was brought back to the ccl. Angiograms were showing that the rca was restenosed. It was determined that the patient needed bypass surgery. The patient went for surgery, recovered and was discharged home. No further patient complications were reported.